Event description:
The customer reported to olympus that after an internal check, the endoscope tested positive for microbial contamination. The scope tested positive for greater than 250 colony forming units (cfus) of candida parapsilosis mixed with low-risk microorganisms after 48 hours and after 7 days. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation and the investigation is in process. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological analysis report indicated the channels of the scope were cultured. Two (2) cfu of revivable micro-organisms were identified. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was then returned to an olympus service center for evaluation. During inspection and testing, service found the insulation resistance value at the distal end was out of specification, the light guide rod lenses were chipped, the charge-coupled device cover lens was chipped, the adhesive on the bending section cover was detached, the switch button #1 was cut, and there was play in the up/down angulation knob. The customer provided their cleaning, disinfection, and sterilization processes. The scopes are pre-cleaned by aspirating water through the instrument/suction channel. The detergent used for pre-cleaning is clean up. The instrument/suction channel, the suction cylinder, the instrument channel port, the balloon channel, and the distal end/ areas around elevator are manually cleaned with a pull thru brush using mediclean forte detergent. The scopes are manually disinfected using mediclean forte disinfectant. The automated endoscope reprocessor (aer) used is a getinge (non-olympus), using dlc/poka-yoke dlc getinge detergent, and aperlan poka-yoke agent b disinfectant. The scopes are stored in wassenburg drying cabinet. Olympus is the maintenance company for the scope. The scopes are not sterilized. The aer was not microbiologically tested. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 5 years since the subject device was manufactured. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to recommendation. The following deviation was confirmed by reviewing reprocessing steps provided from the user: flushing was not performed for air/water channel or auxiliary water channel at precleaning. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. The following is included in the instructions for use (IFU): "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.